Manufacturer narrative:
Olympus keymed passed the investigation to the supplier of the part (southco) to investigate further. However, the monitor arm was discarded and southco are not able to proceed with the investigation. Manufacturing records were reviewed by the supplier of the monitor arm and no issues could be identified. If a repeat failure is logged with olympus keymed, keymed's supplier has recommended that the part be retained and returned to olympus to enable a detailed investigation to be carried out. This will be the final follow up report. If any new information is provided to olympus keymed the pae case will be reviewed and an updated follow-up report shall be provided.

Manufacturer narrative:
No report of injury to patient or user. Olympus keymed have requested that the product is returned for further investigation. A follow up report will be submitted once the keymed investigation has been completed.

Event description:
At the end of the surgery operation, a nurse tried to move the endoscopic cart wm-np2. The lcd monitor arm disengaged along with the lcd monitor and fell off. Another nurse that was standing next to the workstation was able to grab hold of the arm and place it on the top shelf.